Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified lesion. A 6.0 x 100, 75cm mustang balloon catheter was advanced for pre-dilation. However, during the first inflation at 24 atmospheres, a part of the balloon was not inflated sufficiently and the balloon ruptured. Another 6x100mm mustang balloon catheter was advanced and inflated at 24 atmospheres and the area was dilated successfully. The procedure was completed. No patient complications nor injuries were reported.